Manufacturer narrative:
Device lot number not available. Device manufacturing date is dependent on lot number therefore, unavailable. Return requested. Replacement device shipped to site (B)(6) 2016. No parts have been received by manufacturer for analysis.

Event description:
A medtronic representative reported that, while in a spine procedure, the site's percutaneous pin frame jay-hook knob appeared to be worn down and the frame did not sit properly. The site noted this damage during the spin. No further details regarding the damage, or how it occurred, were provided. The surgeon opted to continue and completed the procedure with the use of the navigation system. Delay in therapy was less than 10 minutes to re-scan. There was no impact on patient outcome.

Manufacturer narrative:
Device lot number now provided. Device manufacturing date now provided. Correction: device is not labeled for single use.